Event description:
A journal article was reviewed which contained information regarding this device model. Multiple patients and multiple deaths and inappropriate shocks were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transient variations of transthoracic impedance as a predictor of heart failure and death in patients with implanted defibrillators. International journal of cardiology. 2014;175(3):473-477. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).